Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient experienced dyspareunia, infections, pain after mesh implantation. On (B)(6) 2011, the patient underwent bso with sling implantation.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary problems, organ perforation, recurrence, and bleeding. It was reported that the patient underwent excision of polypropylene grafts, one distal urethra and one under the distal portion of the bladder, partial excision of a small piece of retropubic suburethral sling that was midureteral, cystoscopy, and an anterior colporrhaphy on (B)(6) 2013 due to intrinsic sphincter deficiency, sui, and three prior suburethral slings with polypropylene graft placement. It was also reported that the patient underwent lysis of adhesions, mini laparotomy with incidental cystotomy during blunt dissection of space of retzius,and repair of the cystotomy on (B)(6) 2014 due to sui, intrinsic sphincter deficiency, multiple prior laparotomy procedures and sling procedures placed and removed. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.